Event description:
It was reported to gore that the patient underwent endovascular treatment on (B)(6) 2021 for an occlusive disease in the iliac artery with two gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that on (B)(6) 2021 there was a blockage / occlusion in the iliac artery and upon de-clotting the vessel, the physician removed what appears to be a piece of a catheter delivery system. To solve the issue an aorto-bi-fem bypass was implanted. The surgeon believes that the object that he has removed from the patient to be a major contributory factor being re-admitted to the hospital after the original procedure.

Manufacturer narrative:
The device is available, but has not been received yet at the manufacturer for investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
H1 type of reportable event must be "other" instead of "serious injury". This report was submitted in the abundance of caution, because as a general principle, gore is committed to the predisposition to report rather than not to report in case of doubt on the reportability of a complaint. Review of the investigation results changes the reportabilty for the complaint (B)(4)(manufacturer reporter number 2017233-2021-02639) to not reportable, as the distal shaft section of the vsx device used in the index procedure (complaint (B)(4) (manufacturer reporter number 2017233-2021-01643)) was removed during the follow-up intervention (complaint (B)(4) (manufacturer reporter number 2017233-2021-02638) and likely contributed to the reported occlusion of vsx-device 7240-2. The information reported in complaint related to vsx device 7240-2 does not reasonably suggest a potential malfunction has occurred. For those reasons this event is considered not reportable. Therefore, the report is being retracted.

Manufacturer narrative:
Engineering evaluation: the cause of the reported primary device failure mode in both complaints (B)(4)(manufacturer reporter number 2017233-2021-02638) and (B)(4), endoprosthesis does not remain patent, is considered to be related to the gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) components abandoned during the index procedure. A physical evaluation of the device, s/n (B)(6), could not be completed because the product was not returned. There are no items to directly evaluate product performance relative to the reported device failure mode which is captured in the device risk management file. The reported complaint indicates the distal shaft section of the vsx device used in the index procedure, from vsx device s/n (B)(6), was removed during the follow-up intervention and likely contributed to the reported occlusion of device s/n (B)(6) in this complaint (B)(4). The information reported in complaint (B)(4), related to vsx device s/n (B)(6), does not reasonably suggest a potential malfunction has occurred.